Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the systems mobile view station (mvs) was unable to turn on. The manufacturer representative stated that the mvs fuses were blown. No patient was present at the time of the event.